Manufacturer narrative:
The facility did request service. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for these phaco handpieces. A review of complaints for the last (B)(4) did indicate 1 additional similar report for this system which is related to this specific complaint. From a clinical perspective, common causes of tass include inadequate flushing of phaco, I/a handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or pt contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to bss against directions for use (dfu), improper use of prep solutions, detergents and cleaners, failure to follow MFR's dfu, including no air flush, use of unapproved enzymatic, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The handpiece directions of use (dfu) specifically indicate that the handpiece must be thoroughly cleaned and sterilized before initial use and immediately after and prior to each subsequent use. An eval of tass complaints over the past (B)(4) shows no emergent trends in the field. As such, mfg is not a suspected contributor to these tass events. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, (B)(4). The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported a toxic anterior segment syndrome case that presented one day post op with inflammation. The pt was sent to the retina specialist who started pt on antibiotics. The pt's symptoms resolved with treatment. Additional info has been requested.